Event description:
It was reported to boston scientific corporation that the reservoir connector on the hyrdothermablator (hta) IV pole was pulled out when trying to disconnect the reservoir from the pole. Due to this event, the wire became frayed on the hta IV pole. According to the complainant, there was no procedure or pt involvement.

Manufacturer narrative:
The device has not been received by this MFR. An eval has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.